Event description:
It was reported to boston scientific corporation that an amplatz super stiff along with a contour ureteral stent was used during a ureteroscopy procedure on (B)(6) 2022. During the procedure, it was noted there was difficulty pulling the guidewire from the patient and found that the stent was catching on something inside the ureter. The procedure was successfully completed with another contour ureteral stent. It is unknown whether the same original guidewire or another guidewire was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the coil wire was unraveled, and the core wire was detached at distal tip section.

Manufacturer narrative:
Lot #, device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0401 captures the reportable event of corewire break. The returned amplatz super stiff was analyzed. Upon visual assessment, it was observed that the coil wire was unraveled, and the core wire was detached at distal tip section and at the transition point. The reported event of guidewire stuck was confirmed. Based on the condition of the returned device, engineers determined that problems were traced to manufacturing process. Boston scientific has determined the most probable cause of this complaint is manufacturing deficiency. An investigation to address this problem is in progress.